Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, md was used as a place holder. Eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received false positive results. A confirmatory pcr test was performed that produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "tested positive after a pcr follow up I was negative." Eua(B)(4).

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received false positive results. A confirmatory pcr test was performed that produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "tested positive after a pcr follow up I was negative." (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received only a positive test result and attributed this to an error¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.